Event description:
Vague report received from facility's biomed in which a pump overinfused during clinical use. The pump was programmed to infuse a 250ml bag of heparin at a rate of 8ml/hr. It is not known how quickly the bag infused but it was reported to overinfuse. Despite baxter's efforts to obtain additional information regarding the date the report occurred, pump set-up information, specific patient details, tubing product code and lot number being used, medical intervention and patient injury, no further information was available. Alternate contact information was requested but no alternate contact was identified. The biomed did state at the time of initial contact that there has been an incident report filed on this device since the last baxter service event, however, the biomed was not willing to forward a copy to baxter. Writer has attempted to follow-up with biomed regarding any additional information but no further contact has been made with the biomed to date.